Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the foreign material was identified as tissue glue which was reported to have been used for a procedure, then was lodged in the biopsy channel. The user did not deviate from the instructions for use (IFU) in reprocessing and handling. Therefore, a further cause could not be presumed from the information provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had glue clogging the biopsy tube. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the biopsy tube was clogged with foreign material that couldn't be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.